Event description:
Dr. (B)(6) at costal endo studio had a x7200421rf break 13-14 mm from tip and being left in tooth. Follow up appointment will be (B)(6) 2023.

Manufacturer narrative:
Distrubitor was not provided with lot of device. Last two shipment lots were provided during the initial communication. As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803.